Event description:
A home pt contacted baxter's technical svc ctr regarding a check pt line alarm during drain 3/4 cycle. The home pt said that he disconnected in his sleep and needed help with assistance ending therapy. The home pt was contacted. The home pt could not remember details regarding the incident. The pt said everything was going well with therapy. No pt injury or medical intervention was indicated at the time of the report.

Manufacturer narrative:
The sample was discarded and is unavailable for analysis. Three are no further measures to be taken relative to this matter. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line and take corrective/preventative action as appropriate.